Event description:
Adverse event(s): no patient impact reported (no consequences or impact to patient). Product problem(s): "reported system messages" (device displays error message). The customer reported receiving system messages. No patient impact was reported by the customer.

Manufacturer narrative:
A company service representative examined the system on 04/29/2010. At that time, the supervisor module was replaced. The system was then tested and met all product specifications. After subsequent system messages were reported, the service representative found pins 5 and 6 had pulled out of w26-001 and could not be re-inserted. The cable assembly was then replaced. The supervisor and cable assembly were returned for an in-house evaluation. The supervisor and cable assembly were received and in-house evaluation was done. The evaluation was unable to confirm the reported event as the system passed testing. Although a system message was observed upon initial boot-up, it could not be replicated afterwards. The root cause for the reported issue is unknown. (B)(4).